Event description:
In review of an article, it was noted that a cognitively delayed vns pt who had their pulse generator placed in the subclavicular region experienced wound breakdown and secondary infection. The author indicates that the events were due to relentless tampering of the wound. Good faith attempts to obtain additional information from the author have been unsuccessful to date.

Manufacturer narrative:
Le, h, et al, intrascapular placement of a vagal nerve pulse generator for prevention of wound tampering. 2006;36:164-166.